Manufacturer narrative:
This report is submitted on december 18, 2017. Registration number (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at abutment site. Subsequently the patient was placed under general anesthesia and underwent skin revision surgery on (B)(6) 2017, to excise skin and replace abutment. The implanted device remains.